Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy and difficult to remove gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter and the other clip delivery system devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the difficulty deploying the clip and difficult gripper line removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the inexperience of the operator. The transseptal crossing of the steerable guide catheter (sgc) was not done under echo as the picture was lost. It was then later observed that the sgc was inserted several centimeters into the left atrium (la). Prior to removing the dilator, thrombus was noted at the left atrial appendage (laa). The first clip delivery system (cds) was advanced and grasping was performed. Prior to deployment, a pericardial effusion was noted. At this time, it became apparent that what was thought to be thrombus was in fact a collapsed laa. Pericardiocentesis was immediately performed and deployment was continued. After pulling back the actuator knob, the clip did not release from the cds. Troubleshooting was performed and the clip was able to be deployed. A second cds was advanced and grasping was performed. As before, clip deployment was difficult requiring strong movements of the cds handle to release the clip. After deployment, the gripper line could not be removed. Troubleshooting was performed, but unsuccessful. The cds was then removed, leaving the gripper line in the sgc. The gripper line was then able to be removed. Two clips were implanted and the mr was reduced to 1. The laa perforation was surgically closed. Post procedure the patient died due to pulmonary complications. No additional information was provided.